Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. The analyst also commented that the distal conductor was distorted within the is-1 connector pin which prevented helix extension and retraction. Visual analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was difficult to place as the helix would not extend during initial placement. The lead was removed from the patient and helix would not extend on the table either. An alternative ra lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).